Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a cracked end cap. Unable to perform the prime, occlusion or no delivery tests due to the cracked end cap. Unable to verify the motor error alarm due to the alarm. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer reported the drive support is sticking out. The customer did not pressed the cap while connected. The customer did not received a motor position encoder error alarm. The customer was not able to rewind the pump completely. The customer was advised to return the pump with battery and zero out basal rates. The customer was asked verbally and in written form to return broken pump for analysis. The customer was advised that the device would be replaced.